Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had collapsed at home. Emergency services was called and the patient was transported to (B)(6) hospital emergency room (ER). The patient was in asystole. Advanced cardiac life support (acls) protocols were not initiated due to confusion about how to manage a vad patient. The patient was transcutaneously paced and airlifted to the implanting center. Upon arrival, the patient was found to have neurologic compromise and no native function of the heart. Life support was withdrawn. An autopsy was conducted and the lvad explanted. The vad coordinator stated that the pump was not suspected to have any issues.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.